Event description:
The patient underwent revision surgery to address an infection near the original surgical site. The interbody and spinous process fixation devices were removed and replaced with competitive devices. The surgeon does not believe that these devices led to the infection.

Manufacturer narrative:
Method: related device was not returned to MFR., labeling eval performed. The IFU indicates infection as a possible surgical complication. Results - related device was not returned to MFR. While it is not believed that the interspinous process fixation device contributed to this event, it cannot be absolutely concluded that it did not.